Manufacturer narrative:
Fixture loosening. No deviation in batch documentation. Device has been manufactured according to specifications. According to report form from surgeon the cause of failure is unknown. Culture samples were taking during the fixture removal procedure. Results showed that an infection could not be excluded. This is a case where it is difficult to draw any final conclusion. However, the investigation/findings suggest that the failure is not related to device manufacturing issues.

Event description:
Fixture loosening. No deviation in batch documentation. Device has been manufactured according to specifications. According to report form the cause of failure is unknown. Blood and tissue samples were taking during the extraction procedure to evaluate the possible presence of deep infection. New information 11/21/2018: culture results showed that one out of 5 cultures were positive, which means that an infection could not be excluded. This is a case where it is difficult to draw any final conclusion. However, the investigation/findings suggest that the failure is not related to manufacturing issues.

Event description:
Fixture loosening. No deviation in batch documentation. Device has been manufactured according to specifications. According to report form the cause of failure is unknown. Blood and tissue samples were taking during the extraction procedure to evaluate the possible presence of deep infection.